Event description:
On 3/2/93, motor pin found missing. Unit under warranty. Motor supplied by MFR and replaced in-house. Pin is primary rotor attachment part, back-up is a plastic nut on rotor top. Lack of pin creates hazard of rotor detaching from motor shaft while spinning. On 6/23/93, user complained unit was not functioning properly; found motor pin missing and chamber badly dented in several spots, possibly from disintegrated motor pin. Pin replaced in-house with MFR part. On 12/28/93, user reported loose part inside centrifuge; found motor pin parts in chamber. Unit removed from use, MFR contacted. MFR replaced motor 1/7/94.